Event description:
It was reported that the health care professional (hcp) had questions with this cardiac resynchronization therapy defibrillator (crt-d), regarding the absence of an atrial arrhythmia burden (aab) alert following a cardioversion, after which the patient returned to atrial fibrillation (af) some days after. Technical services (ts) reviewed device data and determined that the aab alert did not trigger because the patient's af duration fell just under the programmed threshold of 24 hours within a 24-hour period. Additionally, ts noted evidence of atrial undersensing on recent stored events. Ts suggested to reduce the atrial sensitivity to improve atrial signal detection. Ts also discussed the option of adjusting the aab alert threshold. No adverse patient effects were reported. This crt-d remains in service.